Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. Root cause cannot be confirmed at this time.

Event description:
During literature review it was identified that a patient experienced a deep surgical site infection 2-months post-procedure, requiring a revision procedure where the interbody cage was removed, followed by debridement and bone grafting in the intervetebral disc space. Infection was resolved with antibiotic treatment for 3 months.